Manufacturer narrative:
The examination of the fracture revealed the insulation of several wires were compromised exposing the inner conductors beneath. Higher than normal resistance was also noted with these wires which is an indication of wire conductor breakdown. No lead damage was evident due to crushing or pinching in this area. The examination of these wires extending out from the pump nipple revealed evidence of breakdown consistent to fatigue as a result of repetitive cyclic flexing. The disruption of these wires would have interrupted pump function as a result of an open circuit of a motor phase and/or the exposed conductors of the wires potentially contacting the braided shield or the exposed conductors of another wire and shorting. In addition, approx 18" from the metal/controller connector were ink marks, representing the location where the pt was believed to have caught the percutaneous lead in a vice. There was no damage to the external silicone sleeve in this area. The silicone sleeve was carefully removed to examine the bionate, braided shielding and wires beneath. With the exception of minor shield deformation, the percutaneous lead and all wires were unremarkable in the marked area. The remainder of percutaneous lead was also examined and was unremarkable. The manufacturer distributed the urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas pts and have been requested to have any ongoing lvas pts return to the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas pt may have a damaged percutaneous lead, to please contact the manufacturer's technical services department for assistance. Reference correction/removal reporting number: 2916596-11/05/2008-001-c. The manufacturer has implemented a design improvement to the pump end bend relief via a PMA supplement. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in clinic complaining of fluttering in his chest and experiencing strange alarms. Upon his arrival, he was connected to the power module and system monitor. Low speeds and multiple pump stoppages were seen by the vad coordinator at that time. During auscultation of the device, the pump could be heard starting and stopping. The pt said that while working in his shop at home, he caught his driveline on a piece of equipment, a vice. Changing the power sources and system controller did not resolve the issue. The perc lead was manipulated and a bump was felt on the lead, but no noticeable tears in the silastic cover were seen. The pump was re-started and the pt was admitted to the ICU. The manufacturer's clinical rep instructed that x-rays of the perc lead be taken. In addition, it was requested that waveforms and log files be sent into the manufacturer for review. A plan was set in place to have the manufacturer's clinical and technical service personnel come into the hospital to asses and repair the perc lead if needed. It was also recommended that a pump exchange take place if the pt were to deteriorate. The vad coordinator communicated with the clinical rep later that evening informing him that the pump had stopped with red heart alarms with continuous tones and the pt was deteriorating. The clinical advised that there maybe a risk of a clot forming and being expelled from a stopped pump once being re-started. A pump exchange was again recommended and the operating room team was planning for a pump replacement the following morning. While the team was preparing for tandem heart placement to provide partial support until the lvad pump exchange could take place, the pt unfortunately expired before placement of the temporary device was inserted.